Event description:
No additional information.

Manufacturer narrative:
Investigation summary: no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Because the specific leakage site and abnormal state of the defective sample cannot be identified, so the root cause of leakage cannot be determined.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
On (B)(6) 2026, the patient was injured in a car accident using a 120 ambulance, and an indwelling cannula was used to open intravenous access to the patient, and the nurse found that there was a leak in the connector of the indwelling cannula that did not match the infusion set, and replaced it with a new one in a timely manner, which did not result in any adverse effects to the patient. Although it did not cause injury, the application scenario is within the 120 ambulance, and there is a risk of delayed resuscitation.